Event description:
Per my doctor's recommendation, I have a diagnostic mammogram on (B)(6) 2014 at (B)(6). The compression of each breast by the mammogram machine was extremely painful, and I had to tell the tech that she could not tighten the machine any more. After sharing the results with the radiologist, the tech returned to tell me that the mammogram was unsuccessful "because it was not tight enough" and that she had to do a different type of mammogram that would be even tighter. I told her no and left their office. I have since received an insurance statement for the procedure that shows that outpatient radiology ((B)(4)) has charged (B)(6) for a procedure that was both unsuccessful and, in my opinion, harmful -- since I still have breast tenderness (deep bruising) from the undue compression. As far as I know, my physician, dr (B)(6) of (B)(6) never received a copy of the mammogram. If possible, please advise as to whether federal law allows this group to charge me for an unsuccessful x-ray and if I have any recourse. Thanks much.